Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the patient's freedom onboard battery was unable to charge. There was no reported adverse patient impact.

Manufacturer narrative:
Visual inspection of the battery revealed no abnormalities. Review of the battery's system management (smbus) data revealed no abnormalities pertaining to the battery's capacity. The battery passed all sections of evaluation testing and demonstrated sufficient capacity within syncardia's acceptance criteria during the discharge test. The customer-reported issue could not be confirmed or reproduced. The root cause of the customer-reported issue could not be determined and there was no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.